Manufacturer narrative:
Concomitant medical product: dtba1d1 device, implanted: (B)(6) 2015; 6947-65 lead, implanted: (B)(6) 2012. Product event summary: the distal segment was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead thresholds in the lvring to rv coil configuration were chronically high. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.